Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an low blood glucose (bg) level of less than 30 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Reportedly, "patient was already in the hospital due to c-section". Customer consumed carbohydrates and was treated with juice, sugar water and graham crackers to address the issue. Customer was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.